Event description:
It was reported that during a routine band adjustment, a piece was found separated. The procedure was converted to open and a gastric bypass was performed. There was no impact to the patient. Additional information has been requested regarding the piece that was separated and the convert to open, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
The patient was being converted to a gastric bypass which was performed as an open procedure when the piece of the (B)(6) adjustable gastric band was noted to be separated.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Torn/damaged. Corrected: the product's analysis concluded that damage was observed in the area where the buckle meets the reinforcing band. This may also be the observation made that the piece was separated during explant. A previous internal investigation was performed in an effort to establish possible root cause of this type of buckle failure. Engineering testing indicated that this type of failure mode could only be replicated, when the buckle area of the band was damaged prior to bench top tensile testing. Concluding statements indicated that damage to the window area of the band, either by surgical graspers or surgical scissors can lead to failure in this area. The strength of the band may also be compromised if this damage occurs. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing of this band in relation to the alleged issue. All devices are 100% visually inspected and a representative sample is mechanically tested prior to distribution; therefore, it is unlikely that the manufacturing process has contributed at this issue.